Event description:
Event: pt's wife (B)(6) reported pt is currently at the hospital and is not responsive. Freq: inject 1 syringe intra-artiularly into bilateral knees by physician. Prescriber contact info: (B)(6).